Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600 pro synchron clinical system generated "reaction carousel temperature out of range" error, and that one or more cuvettes were marked "cuvette dirty" in the instrument status summary screen. The customer did neither come in contact with any leaked fluid nor was aware of any leaks. The customer was wearing gloves at the time of the event. No erroneous results were generated in connection with this event. Bec field service engineer (fse) found an obstruction in the wash/vacuum probe, which was causing overflow into the reaction wheel. The leak was contained within the instrument. The fse removed and cleaned all cuvettes, the reaction wheel and the reaction wheel trough. The fse replaced the wash/vacuum probe and performed alignment. The fse verified the service activities.

Manufacturer narrative:
(B)(4).